Manufacturer narrative:
The device was received for evaluation. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported failed pressure test which was reproduced. The event history log (ehl) review found evidence of "downstream occlusion" messages in the log. The reported condition was verified. Visual inspection found the cause was an out of adjustment downstream tubing guide. The downstream tubing guide was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had failed the pressure test. The device alarmed below the designated pressure threshold below 7 pounds per square inch (psi). The event happened during the preventive maintenance at the intensive care unit (ICU). There was no patient involvement. No additional information is available.